Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Construct l4-l5 mis tlif with tpal cage and viper xtab screws/rods was the initial construct. (B)(6) did initial surgery for patient on (B)(6) 2017. Implanted the listed items on the patient¿s right side. At patient¿s 2 week follow up visit, films showed that the rod had come out of the tulip head of the screw. Set screw was still intact in head of screw. Revision surgery had to be performed on (B)(6) 2017. Surgeon confirmed that initial post op films that were taken showed that rod was locked into head of screw and was confirmed with torque wrench locking of caps.

Manufacturer narrative:
Visual examination of the returned device revealed minor wear, consistent with the forced removal of the set screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be identified for the loosening of the set screw. Patient factors may have an affect on the performance of the components. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.